Event description:
The customer performed a blood glucose test at 8pm and received a result of 375mg/dl. The customer took extra humalog based on the result. The customer later passed out. Blood glucose tests were performed with results of 179, and 167mg/dl. 911 was called and when paramedics arrived they tested and received a result of 31mg/dl. The customer was given glucagon by paramedics. The customer also was given food and drink. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.